Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that the patient was revised on (B)(6) 2005 due to aseptic loosening of the acetabular cup. The acetabular cup and modular head were removed and replaced. Additional information received in patient medical records indicate a further revision was performed on (B)(6) 2012 due to a unknown reasons. The acetabular cup and modular head were removed and replaced. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is for a second revision. First revision reported on MDR 1825034-2012-00950 and 1825034-2012-00951. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05700 & 05709).